Manufacturer narrative:
(B)(4). Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) -incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The guidewire broke inside the screw driver while screwing the milagro. All parts came out. No issue for patient. Replaced with another guide wire. Extra surgery time: 10 min. Surgery: acl recon. Hamstrings graft.